Event description:
The customer stated she has been using her breast pump for 5 months and now she has developed a purple nipple when pumping. Her obgyn prescribed medication for her yeast infection.

Manufacturer narrative:
A replacement breast pump was sent to the customer and requested the defective breast pump be returned for evaluation. The defective breast pump has not been received at medela as of (B)(4) 2014. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Customer follow up was not successful. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. This issue with discomfort/soreness when pumping, device, breast shield failure not evident for the pump in style device is currently being investigated under (B)(4).